Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no issues noted. Pressure testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between cassette supply line connector and a solution bag was not tight. There was no patient injury or medical intervention associated with this event. No additional information is available.